Manufacturer narrative:
Additional lot numbers: w3664957, w3656303. Device returned for eval: 02/26/2016. Concomitant products: boston scientific inflation handle, cook 60 cc dilation syringe. (B)(6). For three (3) of the three (3) reported events, the devices were returned to cook endoscopy for evaluation. In all three (3) cases, our evaluation of the returned product confirmed the report as described. In the all three (3) evaluations, our evaluation of the product said to be involved confirmed the report as described. All devices were noted to have catheter leakage in various locations. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for all three (3) of the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with any of the products that were released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report lubrication and negative pressure were not applied to any of the three (3) balloons prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that during each endoscopy procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The catheter was noted to be cracked during these procedures which caused leakage. These reports were received from various sources on various dates. All three (3) events involved patients with no patient consequences.

Manufacturer narrative:
Manufacturer exemption number: e2015051a this MDR report is part of the 227 pilot program. Additional lot numbers: w3664957, w3656303a continued from section d10: 02/26/ 2016. Continued from section d11: boston scientific inflation handle, cook 60 cc dilation syringe continued from section e1: (B)(6). For three (3) of the three (3) reported events, the devices were returned to cook endoscopy for evaluation. In all three (3) cases, our evaluation of the returned product confirmed the report as described. In the all three (3) evaluations, our evaluation of the product said to be involved confirmed the report as described. All devices were noted to have catheter leakage in various locations. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for all three (3) of the lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with any of the products that were released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report lubrication and negative pressure were not applied to any of the three (3) balloons prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the balloon to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and catheter preservation. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." Kinks and/or bends and/or cracks in the catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes three (3) malfunction events. A review of the events indicated that during each endoscopy procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The catheter was noted to be cracked during these procedures which caused leakage. These reports were received from various sources on various dates. All three (3) events involved patients with no patient consequences.